Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular tachycardia (vt) episode that was on the remote monitoring network could not be seen in the cardiac resynchronization therapy defibrillator (crt-d) data. The crt-d remains in use. No patient complications have been reported as a result of this event.